Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 1530 hours on (B)(6) 2024, the patient was given a PICC catheterization, nursing staff disinfected the patient's skin, and then opened the peripherally inserted central venous catheter kit at 1550 hours, and the needle was successfully inserted at 1600 hours, and the guidewire was not inserted smoothly, and inspection revealed that the guidewire was rough on the front end, and it failed to pass through the skin-broken needle opening, and the central venous catheter kit was replaced with a new one that had been inserted via peripheral cannulation immediately. No other information was provided.